Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump experience a dual bolus anomaly. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump programmed with dual bolus total insulin of 7.0u, 25 percent normal and 75 percent square, monitored for several hours and all bolus delivered properly. The bolus was recorded properly in the bolus history. No dual bolus defect noted during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked reservoir tube noted.